Event description:
A customer reported an issue where their blood glucose level was displayed as "low," but the specific value was unknown. The customer consumed carbohydrates to address the low blood glucose and did not require third-party assistance. Technical support assisted the caller in updating the basal rate settings and advised checking in with the healthcare provider whenever settings are updated, which the caller understood and acknowledged.